Event description:
(B) (6). According to the information received, an end user reported a catheter with a tip that did not appear to be finished all the way, but was not broken off. The end-user could see where it had been partially polished. Patient said he caught it before any damage was done to his urethra, with minor bleeding that stopped shortly after. Patient did not need to see a doctor.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Device not returned to manufacturer.